Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths, which is consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During a clinic follow-up, a low pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.